Manufacturer narrative:
Product complaint # (B)(4). Event year is reported as 2021; however exact date of event is unknown. This report is for an unk - nail head elements: fns antirotation/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the fixation surgery for neck fracture. On unknown date, there was no sign of bone union, and the surgeon find out that it as ischemic non-union. The revision surgery was performed to replace the implants with artificial head after removal on june 7. It was completed successfully. No further information is available. This complaint involves (4) devices. This report is for (1) unk - nail head elements: fns antirotation. This report is 3 of 4 for (B)(4).